Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker implant procedure. During the procedure, the leadless pacemaker (lp) helix was noted to become stretched due to interaction with the protective sleeve. The procedure was completed using an alternate device on (B)(6) 2024.

Event description:
New information received notes that the leadless pacemaker (lp) exhibited high pacing impedance and high capture threshold.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker implant procedure. During the procedure, the leadless pacemaker (lp) helix was noted to become stretched due to interaction with the protective sleeve. The procedure was completed using an alternate device on (B)(6) 2024. The patient was stable.